Manufacturer narrative:
A field service engineer (fse) went onsite and replaced the battery to resolve the issue. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) contacted the customer and was informed of the battery error. The rse was also informed that the system only turns on if it is powered by the network. The rse determined that a replacement is required. Device evaluation and repair are pending.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).